Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device is unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The surgeons were using a capio suture device inside of a patient when the bullet broke off into the patient. Due to the small size of the piece that broke off (approximately 3 mm), the surgeons were unable to recover the device. An x-ray was ordered in the pacu, but the piece was not found. The patient's was reported as fine.